Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented at the clinic with episodes of non-sustained lead noise on the stored egms. Intermittent oversensing of ventricular events were observed. Lead abrasion was suspected. Programming changes were recommended. The physician elected to cap and replace the lead. The condition of the patient was stable.